Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress while the user was handling the device which led to water invasion of the device. As a result, abnormality of electrical parts occurred. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation the scope was dried, and the reported e315 error message was not reproduced however, the occurrence was likely due to a sporadic failure. Upon further inspection, it was observed that the insertion section was leaking due to a pinhole on the connecting tube, causing a loss in water tightness. It was also observed that the label was discolored due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope error (e315) message. The reported issue occurred during reprocessing of the scope. There were no reports of patient harm associated with this event.